Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 mobile application did not alarm. There was no report of injury or medical intervention. No additional patient or event information is available.